Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an infection, sepsis, and (B)(6) and was subsequently hospitalized. Customer suspected a possible issue with infusion site leading to the infection; however, this could not be confirmed. Blood glucose value was not provided. The customer declined to provide additional information regarding the issue. Multiple contact attempts were made by tandem technical support to follow up regarding the issue, however, a response was not received.